Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed undersensing/not sensing (asynchronous). Programmer s2d, file (B)(4) shows undersensing with 3 - episodes for asystole of various duration from 30.1 to 42.3 seconds.

Event description:
It was reported that there were false asystole episodes, undersensing and loss of a signal. The device remains in use. No patient complications have been reported as a result of this event.